Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male patient was implanted with an impella cp pump for mechanical circulatory support. Following insertion of the impella cp for patient support, purge pressure alarms occurred and flows dropped after the initial uploading. The impella was subsequently repositioned, however, due to the noted issue, the decision was made to replace the impella pump. There was no patient harm resulting from the reported event.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the initial report was submitted. The device was not returned for investigation. The data logs indicate that the pump flow was consistently reported as low from the beginning of the case, with no noted motor current spikes or abnormalities in the placement signal. The doctor encountered the same low flow issue with the second pump. The cause of the low pump flow issue was most likely patient condition related since the second placed pump also experienced the same issue.